Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female consumer with no history of immunological or collagen-vascular disease received one session of poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) near (B)(6) 2010 ((B)(6)2010) for cosmetic reasons. She thought that she received "27 injections" in the cheek lines/cheek area and beneath her eyes, which was not immediately beneath the eye but on the cheek area. She reported that she had bruising at injection sites that lasted about a month post injection. She stated that she was pleased with the results. But about a month post injection ((B)(6) 2010), she developed a middle ear infection and was treated with antibiotic and anti-inflammatory medications. She stayed on these for about a month. She felt during this time, the benefit she saw earlier (from sculptra) was not visible. After she went off these medications, her face, at the injections sites, swelled. The swelling was reported to have started one month post injection (december 2010), but was also reported to have started after discontinuing treatment for her ear infection ((B)(6) 2011). After the swelling went down ("2 to 3 months later"), the benefit (from sculptra) was seen again. She additionally reported that her sinus symptoms which started one month post injection ((B)(6) 2010), still bothered her and for about 3 months she was on steroid injections into the sinuses, oral methylprednisolone (medrol), and indomethacin. She felt the "fullness" (from sculptra therapy) did not return as she had hoped and noted that the "result leaving" occurred 2 to 3 months post injection (2011). She had no nodules or papules. At the time of the report, she was still having treatment for the "sinuses" and "ear". She wanted to get additional injections of poly-l-lactic acid, but did not have plans to resume at this time. The consumer reported no evidence of a systemic process. The events were not characterized as "protracted" or "prolonged". There was no evidence of permanent impairment of a body function or body structure. She expected the events would be irreversible. At the time of the report, the sinus problem and middle ear infection were ongoing. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: this case of a (B)(6) patient who reportedly developed a middle ear infection and sinus problems 1 month after poly-l-lactic acid treatment lacks sufficient information for a complete medical assesment at this time. Needed additional information includes medical confirmation of the events, a healthcare professional's causality assessment, details of the reported adverse events, details of poly-l-lactic acid treatment (including reconstitution and injection technique as well as hydration time), the patient's medical history (including whether or not she had a history of allergic rhinitis, previous sinus and/or ear problems/surgery/infections, etc.), and her concomitant medications.